Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the roller pump displayed a 'belt slip' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) performed pump jam testing many times trying to duplicate the belt slip error without success. The fsr opened the pump housing, inspected the inside of the pump, and observed it to look normal. Release testing was performed. The unit operated to the manufacturer's specifications. Per data log review: on 27oct2022, the large roller pump was used as the cardioplegia (cpg) pump. During the case the pump reported several errors including 'underspeed (head<demand)', 'belt slip jam status = true', and 'underspeed (belt slip)'. The log confirms the complaint.